Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly had difficulty inserting into the introducer. Reportedly, it was ruptured and loosened on withdrawal. It was further reported there was difficulty in removing it from the sheath. It also had issue with inflation and deflation. Also, the balloon got stuck in the artery, at the entrance to the introducer sheath. The balloon was removed from its carrier, but the guide is still in place, allowing the introducer to be removed and the ball to be removed manually in the open surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was reviewed. The photo shows the lutonix 035 device, and the balloon was seen detached from the catheter. No other anomalies were noted. One lutonix 035 drug coated balloon catheter returned for evaluation. During visual evaluation, no kinks were noted to the catheter, no anomalies to the luers/y-body. It was noted that the balloon was detached from the catheter and the inner guidewire lumen being exposed, one maker band was present seated inside of the detached balloon. The balloon was also noted to have a compound rupture. No functional testing due to the condition of the returned device. Therefore, the investigation is confirmed for the reported balloon rupture as the balloon was noted to have a compound rupture. Also, the investigation is confirmed for the identified detachment as the balloon was detached from the catheter. However, the investigation is inconclusive for the reported difficult to remove as functional testing could not be performed due to the condition of the device returned and entrapment issue as the condition of use could not be replicated. A definitive root cause for the reported rupture, difficult to remove, entrapment and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly had difficulty inserting into the introducer. Reportedly, it was ruptured and loosened on withdrawal. It was further reported there was difficulty in removing it from the sheath. It also had issue with inflation and deflation. Also, the balloon got stuck in the artery, at the entrance to the introducer sheath. The balloon was removed from its carrier, but the guide is still in place, allowing the introducer to be removed and the ball to be removed manually in the open surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.